Manufacturer narrative:
Correction: the date of event (b3) and the date received by manufacture (g4) was reported in the initial report as (B)(6) 2021, but due to time zone differences with australia should have been reported as (B)(6) 2021. B3 and g3 have been corrected. The device history record for lot 30117855 was reviewed and the product was produced according to product specifications. All information reasonably known as of (B)(6) 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. The customer has provided photos of the device for evaluation. A review of the device history record is in-progress. All information reasonably known as of (B)(6) 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as (B)(4). Device not returned.

Event description:
It was reported that a 21cm section of gastrojejunal tube broke off in the patient and came out with "bowel action." The patient is reported as receiving IV therapy while awaiting new tube placement. No patient injury reported.